Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 13-mar-2020.

Event description:
It was reported that the unit started up automatically. There was no patient involvement. The manufacturer's field service engineer's (fse) initial finding is that there is possibly an issue with the user interface assembly.

Manufacturer narrative:
G4: 26mar2020. B4: 30mar2020. The fse replaced the user interface and power switch overlay and the issue was resolved. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.